Manufacturer narrative:
Concomitant product: product ID 8711, lot # j11151r66, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that three weeks ago, the patient went into the intensive care unit (ICU) due to her potassium level dropping to 1.2, severe pain and a ¿bad seizure¿. The patient almost died that night. No pump alarms were heard. The next refill appointment was scheduled for (B)(6). During the ICU visit, the healthcare professional ¿used alcohol to clean¿ and stuck the same needle in 3 times without using the template. The pump was reportedly empty and drug was going someplace but it was unknown where. A spinal x-ray was considered due to patient¿s spine getting crooked; however, the patient was redirected to the implanting healthcare professional (hcp). The hcp was not going to order medications but did agree to order a one-time refill. The patient was sent home from the hospital due to insurance. Prior to the hospitalization the patient was being followed by hospice and after discharge the patient was sent home on a new hospice service. The family was trying to figure out how to continue hospice care as the new hospice did not know anything about the patient's disease because it's so rare. The pump was used to deliver baclofen, clonidine and hydromorphone. The patient outcome was not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.